Manufacturer narrative:
Occurrence date unknown. Patient demographics unable to be obtained. The event was reported through an anonymous survey; therefore, the identity of the hospital remains confidential, and no additional information is available. No product was returned for evaluation. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, as per customer feedback, this hemosphere monitor had variability in patient's estimated response to fluid therapy and the associated hemodynamics. No further information available. There was no allegation of patient injury.